Event description:
It was reported that the t20 driver tip was broken while tightening a connector. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
Device was not returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.